Manufacturer narrative:
The drainage bag and patient line tubing were returned unopened. Approximately 82 cm of the catheter was returned. The returned catheter was patent. However it did not meet the requirements for leak testing due to three small tears approximately 0.5 cm from one end of the catheter. It is unknown how or when the damage occurred. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a lumbar catheter on (B)(6) 2015. According to the report, the doctor found the catheter broken and removed and replaced the device on (B)(6) 2015. Reportedly, the patient's current status is normal.